Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported via study to evaluate visual outcomes following bilateral implantation of a non-diffractive wavefront-shaping extended depth of focus toric intraocular lens. This is a prospective interventional case series of patients with bilateral cataracts and significant corneal astigmatism who desired more spectacle independence after cataract surgery. A total of 60 eyes of 30 patients were implanted with company intraocular lens. This case is for the patients who had starbursts. Vf-14 questionnaire results show that majority of patients had no to mild difficulties in performing activities of daily living with the exception of reading small print and sewing whereby patients reported mild to moderate difficulties.